Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they started the chemo therapy they found they couldn't sleep. Patient would sleep one hour and wake up and have to pee and sleep another hour through the night. Patient does not think the device can do anything about it because they had cancer surgery the year before and the device seemed to stop working. Patient went to see the physician after it was all over with and they checked it out and eventually everything went back to normal . Patient states they had called the rep during that time and was told stress can play a part . Patient turns off therapy before having treatments. Patient has turned therapy off and on during the night and that doesn't seem to influence it at all. Agent asked if patient has tried increasing the setting and p atient states they get a pretty good stimulation out of what they got it set on from the toes to the groin. Patient feeling stimulation down the leg and toe for a couple seconds. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.".